Event description:
It was reported, that "the cannula straightened out after two days of usage." The involved device has been discarded returned and submitted to the quality analytical lab for analysis.